Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified coronary vessel. After pre-dilatation was performed, a 2.25x38mm synergy drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. The device was removed and was re-advanced with a guide extension catheter but still, resistance was met at the lesion area. When the device was removed, it was noted that the stent strut was found to be lifted. The procedure was completed with a 2.25x32mm synergy stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified coronary vessel. After pre-dilatation was performed, a 2.25 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. The device was removed and was re-advanced with a guide extension catheter but still, resistance was met at the lesion area. When the device was removed, it was noted that the stent strut was found to be lifted. The procedure was completed with a 2.25 x 32mm synergy stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.